Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
Customer reported via phone call that the sensor triggered threshold suspend when the blood glucose was not low. Customer's sensor glucose was 42 mg/dl and blood glucose was 94 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.